Event description:
Olympus was informed that the image went out during an unspecified type of procedure. There were no further details provided.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional info, but there was no further detail provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The image was invisible when the light-guide tube was manipulated. The light-guide tube and the insertion tube were manipulated numerous times, but the image difficulties persisted. There was no sign of fluid invasion and the referenced device passed the leak test. According to the instrument history, the referenced device had accumulated (B)(4) usages. This report is being submitted as a medical device report in an abundance of caution.